Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because inaccurate erratic was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k073231.

Event description:
The catheter was in the pt's chest tube. The hub disconnected from the catheter. The catheter was opened and air got in the chest cavity. After they sucked the air out of the pt, they taped the catheter back on. They did not use another catheter. No adverse effects to the pt.

Manufacturer narrative:
Follow up # 1/supplemental report text 11/30/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.